Manufacturer narrative:
External insulation abrasion was noted at 46.7-47.4cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to external insulation abrasion were noted at 37.2-40.7cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 31.5-32.3cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 10.5-14.0cm from the distal tip. The etfe coating was abraded at this location.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to the or for implant when externalized conductors were observed on the rv lead. Patient was asymptomatic. Electrical function of the lead was tested and observed with no anomalies detected. Lead was explanted and replaced. Patient was stable before, during and after the procedure.